Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-03508. It was reported during an implant procedure, the physician experienced difficulty inserting the dbs extension into the dbs ipg header. Extension was finally able to be fully inserted, however the physician used pliers in order to insert the device. Diagnostics indicated varying impedance values and after extension was fully inserted all contacts had high impedance readings. The procedure was completed and a week later further surgical intervention was undertaken. The extension was removed and replaced, however impedance issue were still occurring. The ipg was then removed and replaced. Further intraoperative diagnostics showed impedance issues. Procedure was completed and postoperative diagnostics showed no impedance issues. Therapy was resumed.

Manufacturer narrative:
Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue.

Event description:
Related manufacturer reference number 1627487-2020-03508.